Manufacturer narrative:
No further information concerning this report is available at the time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an episode of wide complex tachycardia and hemodynamically instability and was externally cardioverter by medical personnel as a result. The pacemaker recorded a sensed supra ventricular tachycardia event. The patient was attended at the emergency room. The device remains in service. No additional adverse patient effects were reported.